Manufacturer narrative:
Additional narrative: the statement ¿the serial number was unknown¿ documented was incorrect. The device lot number was known and documented in the initial medwatch as ¿(B)(4).¿ device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be likely due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified prosthetic surgical procedure, it was discovered that the quick coupling device ran rough. As a result, there was an eight minute delay to the surgical procedure. There was an identical spare device available for use. The reporter indicated that the malfunction may have been caused by lack of oiling or worn serrated jaws. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.